Event description:
It was reported that this spinal cord stimulation (scs) system was explanted due to fluid leaking from the incision. The physician preferred to be conservative and decided to explant the leads and plans to redo the procedure at a future date. The location of the devices is unknown. No additional adverse patient effects were reported.